Event description:
It was reported that there was a right atrial (ra) lead warning for low pacing impedance. The lead is suspect of having insulation damage. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrs1 ipg, implanted: (B)(6) 2011. (B)(4).